Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having poor coupling on (B)(6) 2017. It was noted that the patient had swelling from the implant procedure on (B)(6) 2017 and had bandages/tape over the ins site. The patient used the antenna locate program and was able to achieve 8 coupling bars. The coupling then went to 2 and then 0. The patient repositioned the antenna and it fluctuated down again. The patient was frustrated and stated that they were hot while recharging. The patient later reported that they were having a burning sensation and swelling at the ins site on (B)(6) 2017. The patient reported that they hit their knee on the way into bed a few nights later and reported that "everything was vibrating so much that she decided to turn the stimulation off." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-07-13 reporting that coupling was confusing and they had thought the implant battery would last 5-9 years and did not think it needed to be charged. It was reported that the implant was charging but there were no coupling bars. When turning the antenna dial there were 0 coupling bars. After an antenna locate (al) feature, the issue resolved and 8 coupling bars were achieved. The patient had not been using the device because the hematoma was uncomfortable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient was the cause of the poor coupling. When the patient was in the healthcare professional's office, someone there explained the problem to them. The coupling issue was reported as being resolved. No further complications were reported.